Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the plug micro vascular mvp-7q in a catheter-based procedure, the device released prematurelyfrom screw inside a 5f glidecath catheter. The catheter had to be removed due to the premature release from the patient with mvp. The device was safely removed from the patient. The procedure was completed using a new device (mvp-9q). No health consequences or impact were reported.